Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator of an asymptomatic patient was found to be operating in backup vvi mode through a remote (B)(4) transmission. The patient was seen in clinic where a software download successfully restored the device.